Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter revealed blood on the balloon and shaft and contrast in the inflation lumen. The balloon was returned with slightly relaxed folds. There was no damage noted to the balloon catheter. A new indeflator was filled with water and was used to inflate the balloon to rated burst pressure (rbp) (14 atmospheres). The balloon inflated to rbp with no anomalies noted. There was no rupture in the balloon as reported. The reported balloon rupture was not confirmed. A review of the device history record for this lot did not produce any findings relevant to this report. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during pre-dilatation with the voyager 1.50 x 15 mm balloon catheter, the device burst on its third inflation at 14 atmospheres. Another voyager rx was used to continue with the procedure. No patient effects were reported. No additional information was provided.